Manufacturer narrative:
H10: as this malfunction is considered one event identified by the facility; only one MDR report will be submitted for the reported quantity affected of (B)(4) for this event. H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the sample was not returned for evaluation and image was not provided for review. Therefore, the investigation is inconclusive for the reported issue. The definitive root cause could not be determined based upon available information. Labeling review: in reviewing the relevant labelings for this product the potential issue was found addressed. The instructions for use closely describe holding and handling of the system throughout deployment. The instructions for use state that pre dilation should be performed using standard technique and that post stent expansion with a pta catheter is recommended. H11: d4(medical device catalog number), h6 (method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that post stent placement, the stent was allegedly found to be fractured. There was no reported patient injury.

Manufacturer narrative:
As this malfunction is considered one event identified by the facility; only one MDR report will be submitted for the reported quantity affected of 29 for this event. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Device not returned.

Event description:
It was reported that post stent placement, the stent was allegedly found to be fractured. There was no reported patient injury.